Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported discordant, falsely low carbon dioxide (co2) results. The customer indicated that the quality controls were within acceptable ranges prior and after the discordant results were obtained on patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran align and mix tests and determined that the sample probe 1 (s1) mixer malfunctioned. The cse performed the following: replaced sample probe 1 mixer, sample probe 2 (s2), reagent probe 2 (r2), and reagent probe 2 (r2) mixer, auto aligned s1, and ran quality control (qc), which recovered acceptably. Siemens further investigated and determined that the malfunction of sample probe 1 mixer potentially contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 26 patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument, resulting higher. The repeat results recovered within the normal expected reference range of 21-32 mmol/l for all samples; the customer did not provide the individual repeat results for each sample. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.